Event description:
The facility representative called baxter technical service on (B)(6) 2010 to report an infusor pump that alarms and attention lights come on when pump has been infusing for about 2 seconds. This condition occurred during patient use and resulted in an interruption of delivery. Although baxter attempted to obtain information, details were not available regarding this event. No additional information is available.

Manufacturer narrative:
The reported condition of alarms and attention lights come on when pump has been infusing for about 2 seconds was confirmed. The reported condition was due to a faulty mpu (microprocessing unit) pcb (printed circuit board). The microprocessing unit printed circuit board was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4).